Manufacturer narrative:
(B)(4). On october 22, 2012 per service report 9743997 that is associated with this complaint, the flow measurement board was replaced. Functional testing and safety check to factory specifications was performed and the device passed all tests. (B)(4).

Event description:
"N , at the xxx" in (B)(6) the rotaflow console (rfc) serial number (B)(4) used with rotaflow drive unit (rfd) serial number (B)(4) displayed "err del" on the screen after switching on the pump and upon pressing the clamp button. The rotaflow was being used as an ECMO machine and the flow was unable to see on the screen. There was no patient involvement. (B)(4).